Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient was implanted with a sepramesh ip device. On (B)(6) 2017 - the patient underwent surgery to remove the defective device. The patient was noted as having bowel obstruction and severe pain secondary to the sepramesh ip device having caused severe adhesions of bowel to the mesh and "mesh-induced enteritis." The patient required extensive lysis of adhesions, removal of the defective sepramesh ip device, repair of the bowel, and repair with additional (unknown and unspecified) hernia mesh products. As alleged, the sepramesh ip implanted in the patient failed to reasonably perform as intended and resulted in complications. These complications necessitated further invasive surgery to repair the injuries caused by the device, and to repair the very issue the device was intended to repair. The patient's attorney alleges the patient has been injured and undergone medical treatment, and will likely undergo future medical treatment. The patient also sustained severe and permanent physical and mental pain, suffering, disability, impairment due to the alleged defective sepramesh ip device.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced recurrence and adhesions. Both recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the IFU as known possible complication. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced recurrence and adhesions. Both recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the IFU as known possible complication. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient was implanted with a sepramesh ip device. On (B)(6) 2017 - the patient underwent surgery to remove the defective device. The patient was noted as having bowel obstruction and severe pain secondary to the sepramesh ip device having caused severe adhesions of bowel to the mesh and "mesh-induced enteritis." The patient required extensive lysis of adhesions, removal of the defective sepramesh ip device, repair of the bowel, and repair with additional (unknown and unspecified) hernia mesh products. As alleged, the sepramesh ip implanted in the patient failed to reasonably perform as intended and resulted in complications. These complications necessitated further invasive surgery to repair the injuries caused by the device, and to repair the very issue the device was intended to repair. The patient's attorney alleges the patient has been injured and undergone medical treatment, and will likely undergo future medical treatment. The patient also sustained severe and permanent physical and mental pain, suffering, disability, impairment due to the alleged defective sepramesh ip device.